Manufacturer narrative:
Additional information: product available to stryker and returned to manufacturer on. An event regarding a crack/ fracture involving an unknown exeter stem was reported. The event was confirmed following visual inspection and material analysis. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2017. Images of the device are included in the mar. The report noted: the anterior, posterior, medial and lateral surfaces of the stem damages consistent with the explantation process and cement-mantle breakdown were observed on the stem. The fracture surfaces associated with the proximal and distal ends of the stem are shown. Based on macroscopic features, the approximate direction of fracture propagation is shown. Material analysis: a material analysis has been performed. The report concluded: two origins were observed, one located at or near the region the neck was impinging upon the liner and the other origin was located at or near the laser marking on the neck. The fracture progressed in fatigue with the final fracture occurring in ductile overload. Eds showed the stem was consistent with an astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a material analysis report concluded: two origins were observed, one located at or near the region the neck was impinging upon the liner and the other origin was located at or near the laser marking on the neck. The fracture progressed in fatigue with the final fracture occurring in ductile overload. Eds showed the stem was consistent with an astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. Further information such as device details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
A solicitor's letter confirmed that the date of event was (B)(6) 2014. The solicitor's letter reported that the patient was walking and 'fell heavily without warning sustaining injuries, loss and damage'. The prosthesis was an exeter. The injuries board claim reports that the x-ray following the fall revealed a break in the stem just distal to the head of the exeter prosthesis which the claimant has fitted some years earlier. The claim also reported that the patient sustained a broken left prosthetic hip, minor lacerations to the face and ulnar nerve damage to the elbow.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A solicitor's letter confirmed that the date of event was (B)(6) 2014. The solicitor's letter reported that the patient was walking and 'fell heavily without warning sustaining injuries, loss and damage'. The prosthesis was an exeter. The injuries board claim reports that the x-ray following the fall revealed a break in the stem just distal to the head of the exeter prosthesis which the claimant has fitted some years earlier. The claim also reported that the patient sustained a broken left prosthetic hip, minor lacerations to the face and ulnar nerve damage to the elbow.